Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to an ulna fracture non-union, hardware failure and mal union.